Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when evaluation is complete. This report is being filed on an international product, list number 6r86-22 that has a similar product distributed in the us, list number 6r86-20. Patient information: (B)(6).

Event description:
The customer reported false negative architect sars-cov2-igg results on 3 patients for verification purposes only. On (B)(6) 2020, an immunocompromised female employee sid (B)(6) generated an initial result of 0.20 s/c, repeat of 0.19 s/c (< 1.4 s/c = negative). On (B)(6) 2020 the employee sample was tested at a different test center using abbott sars-cov2-igg assay and generated a result of 0.20 s/c (negative). On (B)(6) 2020 the employee tested positive by a pcr method for the covid virus. On (B)(6) 2020, a female employee sid (B)(6) generated an initial result of 0.61 s/c, repeat 0.61 s/c (<1.4 s/c=negative). The employee sample was tested at a different test center using an abbott sars-cov-2 igg assay and generated a result of 0.61 s/c (negative). On (B)(6) 2022 the employee tested positive by a pcr method for covid virus. On (B)(6) 2020, a (B)(6) year old caucasian male employee sid (B)(6) generated an initial result of 0.56 s/c, repeat 0.55 s/c (<1.4 s/c = negative). On (B)(6) 2020, the employee sample was tested at a different test center using abbott sars-cov2-igg assay and generated a result of 0.55 s/c (negative). On (B)(6) 2020 the patient tested positive by a pcr method for covid virus. There was no adverse impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a search for similar complaints, the review of complaint text, trending data, labelling, and device history records. Tracking and trending reports were reviewed and did not identify any related trends. Labeling was reviewed and sufficiently addresses the customer's issue. Device history record review on lot 16253fn00 did not show any potential non-conformances, or deviations related to the customer observation. Performance testing using a retained sample of the complaint lot indicates that the lot is performing acceptably. Testing of the returned patient samples (tube ID's (B)(6)) gave negative results which aligned with the results obtained by the customer. Additional in process development testing for both igg and igm were performed on the patient samples with negative results obtained for tube ID's (B)(6) and positive results for tube ID (B)(6). For sid (B)(6) the results indicate possible early seroconversion (could be delayed immune response) due to highly elevated igm result in combination with lower, near the cutoff, reactivity on the igg assays. The product package insert advises that patients have different immune responses and that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. In this case, no specific patient history was provided for patient (B)(6). Patient (B)(6) is immunocompromised and potentially had a delayed immune response due to this. The results obtained for patient (B)(6) indicates early seroconversion (could be delayed immune response) based on the highly elevated igm result in combination with lower, near the cutoff, reactivity on the igg assays. The results obtained for patient (B)(6) could indicate that the patient was in the pre-seroconversion window as results were elevated but negative across all 3 tests. Per product labeling a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at greater than or equal to 14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at greater than or equal to 14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). Additionally, review of the manuscript bryan et al. 2020. "Performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho", j. Clin. Microbiol, doi: 10.1128/jcm.00941-20, showed specificity data consistent with abbott product labelling. In this study, 125 patients who tested rt-pcr positive for sars-cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Based on the investigation architect sars-cov-2 igg reagent lot 16253fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.